Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the humeral stem and the bone, which led to aseptic (non-infected) humeral loosening. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information was not provided.

Event description:
Approximately 6 year(s), 11 month(s) and 24 day(s) post-operative of a revised left rtsa, it was reported via clinical study that the patient experienced aseptic humeral loosening of the humeral stem. The patient is scheduled to undergo a standard reverse with humeral reconstruction revision including the removal of the distal stem, distal fixation ring, middle segment, proximal body, and locking screw. The outcome of this event is considered continuing until the surgery and the clinical report indicates that this event is possibly related to the device(s) and definitely related to the procedure.

Manufacturer narrative:
(D10) concomitant device(s): 320-42-00 - equinoxe reverse 42mm humeral liner +0: (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6), 320-01-42 - equinoxe reverse 42mm glenosphere: (B)(6), 320-15-02 - rs glenoid plate sup aug, 10 deg: (B)(6), 308-05-23 - distal fixation ring ha 23.5: (B)(6), 308-09-12 - small prox body +12.5: (B)(6), 308-15-12 - taper locking screw 12.5: (B)(6).